Event description:
Healthcare professional reported right side rupture. Healthcare professional reported MRI found "small amount of new peri-implant fluid around the right implant consistent with subtle intracapsular rupture, mild inflammation, or physiologic gel bleed.¿ healthcare professional reported "patient had recent fall." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as fold flaw opening. ¿ inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed stress marks on the device. ¿ red particles observed on the surface of the device.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported MRI found "small amount of new peri-implant fluid around the right implant consistent with subtle intracapsular rupture, mild inflammation, or physiologic gel bleed.¿ healthcare professional reported "patient had recent fall."

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.